Event description:
The customer reported receiving a d509 temperature error code (temperature diagnostic, open or short circuit in the thermoelectric module circuit) from an optima xe-90 centrifuge, and requested a service visit. No smoke, fire, or burning smell was reported by the customer. There was no injury or medical treatment associated with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse replaced the "burnt out" thermoelectric heatsink and test ran the instrument to verify vacuum and cooling system performance. The unit functions properly. The charred heatsink component was caused by a defective tem (thermoelectric module) on the heatsink assembly. (B)(4).

Manufacturer narrative:
Upon revision of the filed MDR the product code was changed from kso to jqc.